Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink was confirmed. One 4 fr dl powerpicc solo catheter was returned for evaluation. Blood residue and dressing adhesive was present on the outer surface of the device. One radiographic image was also provided for evaluation. A dotted arrow line is present on the image pointing towards what appears to be a catheter tube within a patient. The tubing appears to loop around with itself creating a kinked region. Tactile evaluation of the catheter shaft revealed the catheter to preferentially kink near the 28 cm depth marker. The catheter lumens were flushed with water using a 12 ml syringe and were found to be patent to infusion. Microscopic observation of the preferential kink location revealed a circumferential crease in the catheter material. The catheter was also compressed and indented along the creased region. The catheter was cut near the 30 cm depth marker in order to measure the wall thickness and lumen wall distance. The catheter dimensions were found to be within manufacturing specification. Placement location, securement, and manipulation of the catheter may have been contributing factors to the formation of a kink during use. The product instructions for use (IFU) cations, "caution: avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort" and "secure additional extension sets per hospital protocol. Refrain from having unsupported extension sets that could put stress on the catheter extension leg(s)." Since the x-ray image and returned physical sample show evidence of kinking, the complaint is confirmed.

Event description:
It was reported powerpicc solo dl catheters are kinking on the distal end. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported powerpicc solo dl catheters are kinking on the distal end. No other information was provided.